Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, one scissor blade (left grip) is broken. The blade fractured at the cross section of the cable crimp. The fracture plane is straight and the intact blade does not exhibit damage at the tip. Electrical continuity passed. No other damage was found.